Event description:
It was reported that approximately two years post-implantation, the patient underwent a hip revision due to severe pain and failed implants. Patient experienced pain, weakness, trochanteric bursitis, and possible iliopsoas tendinitis. The shell was retained and all other implants revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 650-1058, lot: 3111577, cer bioloxd option hd. Cat: 650-1066, lot: 3111783, cer opt type 1 tpr sleve. Cat: 110010246, lot: 65273587, g7 osseoti 4 hole shell. Cat: 51-149080, lot: 7148678, tprlc xr mp fp t1 pps. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and review of the available records identified the following: patient had an initial tha and began experiencing pain and weakness with resisted right hip flexion sitting at 90 degrees. Bursitis and iliopsoas tendinitis noted and relief with injection. Pain along right groin. Patient had a revision due to failed implants and severe pain. Iliopsoas tenotomy noted. Cup was well fixed and no loosening observed. Liner, stem and head were explanted. No other complications noted. A definitive root cause cannot be determined based on the medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.